Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 417 mg/dl and customer alleged for under delivery. Customer also had high blood glucose of 494 mg/dl, 457 mg/dl, 421 mg/dl, 347 mg/dl 486 mg/dl, 498 mg/dl, 489 mg/dl, 511 mg/dl, 452 mg/dl, 484 mg/dl, 388 mg/dl, 552 mg/dl, 496 mg/dl, 389 mg/dl,453 mg/dl, 412 mg/dl, 497 mg/dl, 547 mg/dl, 559 mg/dl, 437 mg/dl, 480 mg/dl, 482 mg/dl, 406 mg/dl, 436 mg/dl, 429 mg/dl, 557 mg/dl, 496 mg/dl, 415 mg/dl, 521mg/dl for over a month. Customer was treated with insulin pump bolus and manual injection. Insulin pump will not be returned for analysis.